Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red, itchy burning broken skin. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed 1 % cortisone cream due to the skin irritation. The patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.